Event description:
It was reported that an ilet pump touchscreen became unresponsive for about 10 minutes while the user was preparing to shower, and standard reboot steps did not resolve the issue; the problem involved an unresponsive key/button function and the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related problem associated with an unresponsive input function affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial